Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 26 january 2017. The representative reported that they reloaded software onto the imaging system and the reported problem was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system application would not launch and was associated to an error on the viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.